Manufacturer narrative:
The device was rec'd. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2013 at 1750, the device was programmed for tpn (total parenteral therapy) with taper up and down, tpn volume 1970ml, taper up 1hr, taper down 1hr, for a duration of 11hrs 15min, and a container size of 1970ml. Between 1753 and 1803, a start alarm occurred 3 times, a check cassette d alarm occurred and a cassette was inserted 16 times, silenced 4 times, taper up began and the device was powered off. Between 1753 and 1814, start alarm occurred, a check cassette d occurred and a cassette was inserted 20 times, the device was powered on and off 3 times. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in therapy following an alarm condition. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), for a duration of 12 hours. At that time, it was reported an unspecified alarm occurred and the device did not detect that the tubing was inserted. The device was removed from clinical use. Therapy was started the following day with a replacement device. The nurse indicated the patient was able to take little amounts of food and fluids by mouth. There were no reported adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.